Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the battery icon symbol. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2011 at an unspecified time. As part of her diabetes regimen, the patient claimed she is on insulin. The patient denied taking any action regarding her diabetes regimen at the time of the alleged issue. On (B)(6) 2011, the patient claimed she passed out after the alleged issue began, but it is not known if she received any medical treatment. In the last week of (B)(6) 2011, the patient stated she had a doctor's office visit. At the time of the doctor's office visit, the patient reported being tested by the doctor/clinic meter with a reading of "188 or 108 mg/dl" and was administered 28 units of lantus insulin. At the time of troubleshooting, the cca noted the patient had used the subject meter before, there was no misuse of the meter, and the meter did not require a new battery. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.